Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that was returned with an allegation the device's lcd screen was damaged. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue. The device had evidence of physical damage.

Event description:
The manufacturer received information alleging a ventilator's lcd display was damaged. There was no harm or injury reported. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.